Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2007-01035. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
A male patient with a history of hypertension, past smoker, cerebrovascular disease, previous CABG in 1987 and a previous pci in 2003. In 2006, the patient received one 3.5x18mm cypher stent and two 3.5x13mm cypher stents in a saphenous vein graft that was an in-stent restenosis of a previously implanted bare metal stent. In 2007, the patient had a cardiac arrest due to sustained ventricular tachycardia and subsequent ventricular fibrillation occurred at home. The arrhythmic event was not preceded by chest pain, and prolonged basic life support was performed. On hospital arrival no st-t changes were observed on EKG. Cardiac enzymes were negative and did not change over time and hemodynamic parameters were stable. Neurological coma due to prolonged brain anoxia was diagnosed and it is still persisting.